Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that there was translucent material in the biopsy channel. However, it could not be specified whether the material was due to protrusion/peeling of glue. It could not be specified what the root cause of the remaining foreign material was. It is unknown whether the reprocessing was implemented in line with the instructions for use (IFU). There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed there was damage found to the outer part of the biopsy channel (the forceps passage had large peeling and scratches), the light guide lens was cracked and had peeling glue, and the insertion tube boot had a cut the additional evaluation findings were as follows: the plastic distal end cover had deep dents and scratches, the bending section cover glue was cracked on both sides, the objective lens had scratches and peeling glue, switch #1 was scratched, switch #3 was scratched on the number mark, the light guide tube was scratched, the scope connector chip on the boot was not showing metal part, the control knob had play, and the labels had peeling glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope adhesive protrudes into the channel and the glue is seen lifting from the edge of the biopsy channel. The issue was found during a borescope audit. There was no patient involvement.